Manufacturer narrative:
This report is submitted on july 10 2020.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent an abutment change under general anesthesia (date not reported).